Event description:
In 1984, silicone placed submammary. Reaugmentation 1991 with silicone of mcghan 260 bilateral. Larger infra-areolar scar with adhesions on right nipple. Bilateral capsular contracture. Reaugmentation with silicone in 2007. Mcghan implants were intact when explanted.